Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized for low blood glucose levels. It was reported that the customer's range had been in the 30mg/dl. It was reported that the customer had been drinking alcohol with friends. It was reported that the mother declined to conduct troubleshoot.